Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an acceleration of the battery depletion between follow-ups was reported for the subject pacemaker. The residual longevity was displayed at 51 months +/- 3 months with a battery impedance of 2.72 kohms. Twelve months later, the residual longevity was lower than 3 months with a battery impedance of 9.21 kohms. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines). The subject pacemaker was explanted and will be returned for analysis.

Event description:
Reportedly, an acceleration of the battery depletion between follow-ups was reported for the subject pacemaker. The residual longevity was displayed at 51 months +/- 3 months with a battery impedance of 2.72 kohms. Twelve months later, the residual longevity was lower than 3 months with a battery impedance of 9.21 kohms. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines). The subject pacemaker was explanted and will be returned for analysis.